Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade to a defibrillator high thresholds were noted on both right atrial (ra) lead and the right ventricular (rv) lead. The rv lead was capped and replaced. The ra lead remains in use due to patient's condition and will be monitored. No patient complications have been reported as a result of this event.